Event description:
During surgery a pedicle probe broke, and the tip remained in the patient's bone. The material of the probe is not intended to be implanted and thus, the risk of serious deterioration in the state of health of the patient for a long-term in unknown.